Event description:
The customer reported that the insulin pump alarmed no delivery and had high blood glucose. Customer stated that there was discoloring at the p-cap and the tubing connet. Troubleshooting was done. Customer's blood glucose was 284 mg/dl. Customer bolused to treat high blood glucose. Customer wanted to stop the troubleshoot and wanted to change out the infusion sets. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)